Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented via merlin.net transmission, oversensing was observed. The device was post-paced t-wave oversensing on the ventricular channel when pacing at 105 bmp with a 250 ms pace refractory. The patient did not receive any therapy during oversensing. The low frequency attenuation filter was programmed on. The programming change was discussed.

Event description:
New information received notes that the patient will continue to be monitored remotely.